Event description:
It was reported to medtronic minimed that the customer experienced multiple allegations on the device namely broken display in the corner of insulin pump, display was white with few red lines and blank display. The customer reported no adverse event. The event involved product(s) mmt-1885. The customer reported a blank display. Troubleshooting was performed and found that the battery cap contacts and battery compartment and/or springs were not damaged. The display did not return after inserting a new battery. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1885 was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit received with critical pump error/open book image. P-cap locked in place properly during testing. Unit was successfully downloaded using thump software. Proceeded with the following testing to assure proper functionality of the unit. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. During download review using the pump detailed traces, it recorded pump error 63 alarm (variable=2, file number=49,49,2006 and line number=2318, 2318,707) triggered four consecutive times confirmed on 07 apr 2024 from 07:7:00 to 07:17:50. Per engineering troubleshooting guide, it was determined that pump error 63 was trigger by hardware issue with the lcd. Problem isolated to electronic assemblies. Unit was cut open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection it was determine that cracked lcd glass and bleeding on screen were noted. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection. Force sensor zero offset within spec (23 mv). The following were noted during visual inspection: cracked lcd controller (pcb1), cracked keypad overlay, broken belt clip rails and scratched case. In conclusion, customer concern for blank display was not confirmed. Unable to confirm no current code/category. Critical pump error (open book image) was confirmed due to pump error 63. Pump error 63 and pump error 4 were confirmed due to hardware issue. Isolate to electronic assemblies. Cosmetic damage was confirmed with cracked lcd glass. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.